Event description:
Approximately one month after initial surgery, the doctor discovered that the straight connector had slipped off the rod. The doctor performed a revision surgery in 2005 to put the straight connector back on the rod. During the revision case, the dr replaced the set screw in the connector. The original surgery was a one level fusion performed 44 days earlier. It was reported that there were no difficulties during the original surgery.